Event description:
Pump battery cap failed on medtronic 780g pump after receiving a replacement cap from medtronic that I was told would prevent further issues. Medtronic guarantees the pump is waterproof, but when pump was exposed to water, water entered insulin pump battery compartment and pump stopped working. I required medical assistance to get replacement insulin since I was out of the country and unable to get new pump over night shipped to me. I paid (B)(4) dollars out of pocket to be treated for high blood sugars with ketones as well as for insulin prescription and IV fluids.